Event description:
It was reported the patient¿s pain went away when turning up stimulation, but the vibration was ¿too much he couldn¿t handle it or s leep at night.¿ when the settings were turned down, the pain returned. Pain started on (B)(6) 2015. Additional information received reported that the cause was device related. The patient¿s device was reprogrammed on (B)(6) 2015, and the patient recovered without permanent impairment. Follow-up is being conducted to determine cause, action, and outcome.

Event description:
Additional information received reported that the patient received assistance from the physician or the manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015 and (B)(6) 2015. After the reprogramming on (B)(6) 2015, the patient had at least 50% symptom reduction. The patient was doing well and they were received effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-39, lot# n360530, implanted: (B)(6) 2015, product type: accessory. (B)(4).